Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 286mg/dl at the time of the incident. The customer reported patient's blood glucose at time of incident: 470 mg/dl. Patient's current blood glucose was 286mg/dl. The customer treated it by bolus from pump. Displacement test pass. The insulin pump will be returned for analysis.